Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device will not power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage on the main board consistant with mis-handling. Root cause could not be firmly established due to the observed damage. The main board was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.